Manufacturer narrative:
Product analysis the stent graft was partially deployed with 6 rings expanded. Deformation was evident to the graft cover where it had been cut away during the procedure. Deformation was evident to the strain relief. The rear handle had been partially disassembled prior to receipt of the device, the external slider had been removed and was not received for analysis. It was possible to advance and retract the trigger and t-bar with no issues, however due to the cut graft cover it was not possible to advance or retract the graft cover. No other deformation observed to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an endurant ii limb etlw1616c156ee was intended to be implanted in a evar procedure to treat a 62mm aaa. The procedure began smoothly with percutaneous access via ultrasound, and the main body was deployed successfully. The contralateral leg was cannulated easily and checked (pigtails rotated nicely directly infrarenal). An angiogram was performed on the left side to image the left internal iliac artery. Then the etlw1616c156ee limb was introduced via the left puncture site via the stiff guide wire. Deployment was begun directly under the bifurcation marker. The start of the deployment went well, and the first stent rings in the main body contralateral side (over 3 stents) deployed. However, after deploying 4 to 5 stent rings, a "click sound" was heard, and the device did not deploy further after 5 stents. When turning the blue handle a click sound was heard every time and the thumb slider was stuck as well. The blue handle was removed from the delivery system as to use the clear wings to further manually deploy the device. But even these clear wings wouldn't move the shaft around the limb graft. The second option was to open the shaft circularly and make a peel-away system of it, so that the physician could further deploy the stent graft (which was still in the correct position in the patient), but this also did not cause the graft to deploy. Since the limb graft was opened with 5 stents in the patient, and it was not possible to further deploy the stent or re-insert the shaft around the proximal part of the stent, it was decided to open the common femoral artery to make space for the stent graft and so it wouldnt get stuck in the left iliac artery. The device was removed. After this a new limb was inserted and successfully deployed. A final angiogram was performed and no endoleaks were noted. Per the physician the cause of the deployment issue was that the device was completely stuck after 5 stents were deployed. Event when the device as removed there was no movement in the delivery system. It was said it felt like there was glue between the stent graft and graft cover.

Manufacturer narrative:
Product analysis conclusion: the reported deployment difficulty was confirmed on the films provided. However, the cause of the event could not be determined. Although procedural video angiograms were returned for review, videos showing the attempts to deploy the device were not provided for a more thorough assessment of the event. There was no obvious anatomical characteristic, such as excessive tortuosity or calcification, that could have contributed to the deployment issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: image depicts the distal end of an endurant delivery system in plastic bag. The stent graft is partially deployed with approximate 5 rings visible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was inspected as received from galway where it was decontaminated (pre-decontamination images can be found in gch). 6 st ent stents were deployed. The external slider and the screw gear were disassembled. The graft cover was severed in the vestamid section and it was attempted to peel the rest of the graft cover towards the distal end thus half of the pebax section was peeled by the physician in an attempt to deploy the stent graft. There was slight deformation of the stent stop but the stent was within the cup and was not stuck between the cup and the graft cover. Although there were no other observations like necking, yielding etc. For the rest of the graft cover that was returned (a section of the graft cover consisting of the vestamid section, the pebax-vestamid bond and the pebax section was not returned). The trigger was able to be pulled back without resistance and the internal slider was able to be rotated normally. A force gage was connected to a hemostat which was clamped on the graft cover. Three unsuccessful attempts were made to pull the graft cover to deploy the stent graft but there was no movement. The highest force applied/recorded was 23.4 lbs at which point the hemostat slipped out of the graft cover. It was then decided to instead pull the stent graft out of the graft cover. The force gage was connected to the top stent ring. At 13lbs, the stent graft just started moving, at 13.3lbs the stent graft moved by 1cm, at 13.5 lbs the top stent and the sutures failed and at 14.3lbs the stent graft was finally removed from the graft cover. The distal graft cover ID was measured to be 0.189 (using a pin gage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received: it was confirmed the femoral artery was closed using a surgical cutdown. There was no damage to the external iliac/femoral artery during removal of the partially deployed graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.